Event description:
It was reported that the twenty four (24) hour infusion of chemotherapy started at 1729 and pump was programmed correctly to run at 41.7/hr, but infusion completed at 0530. Pump delivered twice as much as programmed. There was patient involvement but impact was unknown.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Device was not returned to manufacturing facility.

Event description:
It was reported that the twenty four (24) hour infusion of chemotherapy started at 1729 and pump was programmed correctly to run at 41.7/hr, but infusion completed at 0530. Pump delivered twice as much as programmed. There was patient involvement but impact was unknown.

Manufacturer narrative:
Additional information: imdrf annex a,b,g codes and manufacturer narrative. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report.